Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2018-00148, 0001825034-2018-00150, 0001825034-2018-00162. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address osteolysis, stiffness, and metal allergy. No further information has been made available at this time

Manufacturer narrative:
Upon receipt of additional information, it was determined that no zimmer biomet products were involved in this event. The patient's implants are competitor products. The initial report was submitted in error and should be voided.